Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds, intermittent thresholds and loss of capture. It was further reported that the implantable pulse generator (ipg) exhibited loss of output. The right ventricular (rv) lead was capped and replaced. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.